Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent multiple occlusion alarms occurred. Customer changed pump supplies multiple times; however, the occlusion alarm reoccurred. Customer's blood glucose level was 116 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Correction.